Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery utilizing an antegrade approach. The 99% stenosed target lesion was located in the severely calcified vessel below the knee. After a non bsc guide wire crossed the lesion, a 2.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced. The balloon was inflated however it ruptured at 15 atmospheres on the first inflation. Then a 2.00mm/1.5cm/140cm small peripheral cutting balloon¿ was introduced to the lesion however the balloon again ruptured at 6 atmospheres on the first inflation. The device was exchanged to a non bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).